Event description:
The customer observed a false nonreactive architect syphilis tp result for one 75 year old male patient. The patient was historically reactive. The result was not reported out. The sample was repeated with positive results(<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result = 0.94 s/co repeat result = 1.09 s/co. Historical result = 5.38 s/co. Tppa result = positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false non-reactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and in house testing. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 45335be01 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 45335be01 was identified.

Event description:
The customer observed a false nonreactive architect syphilis tp result for one 75 year old male patient. The patient was historically reactive. The result was not reported out. The sample was repeated with positive results(<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result = 0.94 s/co repeat result = 1.09 s/co historical result = 5.38 s/co tppa result = positive no impact to patient management was reported.